Event description:
We have been informed that our endopath*dilat tip troc (exact code unknown) was reprocessed and used in a lap cholecystectomy procedure on (B)(6) 2012, (B)(6) health, (B)(6). The device did not function as intended. Our instructional insert states in device description that the endopath*dilat tip troc (exact code unknown) is a sterile, single patient use instrument and under warnings and precautions, this device is packaged and sterilized for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing, or resterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Cleaning and resterilization of single patient use harmonic devices can also result in abnormally high sheath temperatures and burn injury to user or patient when the blade is activated. Also, reprocessing or resterilization of single use devices may create a risk of contamination and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness, or death of the patient. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).